Manufacturer narrative:
(B)(4). One sample was received by baxter for evaluation. The reported condition of "broken junction near the luer lock and blue winged cap" was confirmed. This is a single use device and will not be repaired. No other observation was found. Similar reports have been received for the reported problem; the root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter healthcare that one (1) ce intermate lv250 device was discovered with broken tubing near the luer lock/blue winged cap junction. According to the customer, this was observed out of the packaging/before use. This device does have the broken end piece to evaluate. No patient involvement. No additional information is available. This is report 4 of 4 with the same reported problem from this facility.